Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. Logs showed (25913 pattern (2)m-10/m-36 errors and 25913 pattern (4) c-06/m-18 errors 1/20/2025.) The unit has no significant scratches or dents. The front bezel is in decent condition. The unit energized and cauterized and all ports recognized instruments on system. Per the system log review with m-10 error, it was determined that the footswitch not being released after activation stop could be a potential root cause for this issue. The complaint was confirmed based on the failure analysis. .

Event description:
It was reported that during a da vinci-assisted pyloroplasty surgical procedure, the user informed the technical support engineer (tse) that the integrated electro surgical generator unit (iesu) generator was firing monopolar energy on its own and shutting off automatically. The tse advised the user to move the cord to the other monopolar port, but the issue persisted. The user confirmed that the neutral pad was positioned properly and not losing connection. The user moved the external foot pedals out of the drawer and confirmed that they were not being pressed. The user was instructed to power down the integrated electro surgical generator unit (iesu) and disconnect the external foot pedals from the iesu. The user powered the iesu back on, and initially, the monopolar functioned without issues. However, the user later called back to report that the iesu generator was attempting to fire monopolar energy on its own. The tse instructed the user to check the cable connections in the back of the iesu and confirmed that the rcb cable was disconnected. The user powered down the iesu and reconnected the rcb cable, but the issue persisted. The tse recommended that the user replace the iesu with a third-party generator or swap the vision side cart with a backup. The procedure was completing as planned with no reported injuries.